Event description:
Patient reported right side "multiple areas of keyholes within the implant fold, suggestive of intracapsular rupture," and "hard" "on side of breast". Patient additionally reported "pain" which is not related to the device. Healthcare professional reported additionally reported "rupture, pain, and palpability." Additional report of "calcifications near hole." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the radius, fold creases and the weight was to spec. A visual and microscopic analysis was performed which identified a sharp crease opening on the radius, wear abrasion, stress marks and an observed what appears to be like a crater appearance on the shell surface. No observed calcification. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017 and 27/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture, "multiple areas of keyholes within the implant fold," "hard" on side of breast, pain, and "palpability."

Event description:
Patient reported right side "multiple areas of keyholes within the implant fold, suggestive of intracapsular rupture," and "hard" "on side of breast". Patient additionally reported "pain" which is not related to the device. Healthcare professional reported additionally reported "rupture, pain, and palpability." Additional report of "calcifications near hole." Device has been explanted.